Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches or damage on the display, rainbow effect making it hard to read as well as reservoir cartridge feels loose or not secure has fall out. Customer stated that the insulin pump received unexplained no delivery random no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.